Manufacturer narrative:
Original description should not have contained (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative indicating that they have no further information regarding this matter. They instructed the patient, nursing staff and MRI tech that the MRI was unsafe.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the impedance for electrodes 01 being low. The rep created another group and ran therapy impedance at 3 volts and it still showed low. Rep then ran impedance with 8840 and he confirmed that 01 is at 41 ohms. Patient is programmed with c&3. Patient needs head MRI due to possible stroke. Patient was admitted to the hospital yesterday. No out of box failure was reported. No symptoms were reported. A replacement was sent to the patient. No further complications were reported or anticipated with this event. The rep re-ran impedances tablet c0 506 ohms c1 506, c2 770, c3 786, 01 low 02 799, 03 941 12 803, 13 941, 23 1013 8840, c0 502, ohms c1 502, c2 762, c3 777, 01 41 02 802 03 940 12 802 13 940 23 1012, ohms it was reviewed to the rep that electrode 1 might have an issue as well since it was expected the bipole to be higher. No further complications were reported or anticipated with this event.

Event description:
2018-08-15 crts 3748755 (rep): information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the impedance for electrodes 01 being low. The rep created another group and ran therapy impedance at 3 volts and it still showed low. Rep then ran impedance with 8840 and he confirmed that 01 is at 41 ohms. Patient is programmed with c<(>&<)>3. Patient needs head MRI due to possible stroke. Patient was admitted to the hospital yesterday. The rep re-ran impedances tablet c0 506 ohms c1 506 c2 770 c3 786 01 low 02 799 03 941 12 803 13 941 23 1013 8840 c0 502 ohms c1 502 c2 762 c3 777 01 41 02 802 03 940 12 802 13 940 23 1012 ohms it was reviewed to the rep that electrode 1 might have an issue as well since it was expected the bipole to be higher. No further complications were reported or anticipated with this event.

Manufacturer narrative:
B5: event description corrected. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.